Event description:
It was reported that the device was connected to a (B)(6), male, patient, believed to be in cardiac arrest, but only prompted "connect electrodes" and would not analyze the patient. The patient's collapse was not witnessed and their down time was not known. CPR was initiated when the patient was seen unresponsive and 911 was called. The customer tried two (2) sets of quik-combo defibrillation pads, but observed the same failure. The patient was not resuscitated. There was no further information on the patient or event provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A clinical evaluation determined that the device use did not contribute to the outcome of the patient as defibrillation was not indicated based on the patient's ECG rhythm. A conclusive cause of the reported problem could not be determined.